Event description:
It was reported that the device was blacking out, turned off by it self. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the device was blacking out. A visual inspection was performed and showed the camera head connector has fluid ingress. This is caused by the connector cap not being connected or tightened down properly during sterilization. No manufacturing related defects were observed.